Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm, vticmo13.2, -13.50/+1.00/94, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(4) 2020 the lens was exchanged with a shorter length lens due to excessive vault, significant reduction of irido-corneal angles and a shallow anterior chamber. This exchange resolved the problem. The surgeon stated that he worried about possible increase in iop and prescribed pressure lowering eyedrops prior to icl exchange. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code: 3191: "angle closure" - should be removed as is it not applicable. H6 - patient code: 3191: shallow anterior chamber, should have been included. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and debris on the lens. Visual inspection found the lens haptic torn and debris on the lens. Claim#:(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.50/+1.00/94, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter length lens due to excessive vault, significant reduction of irido-corneal angles and a shallow anterior chamber. The surgeon stated that he worried about possilble increase in iop and prescribed pressure lowering eyedrops prior to icl exchange. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.